Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 546 mg/dl. Cause was not known. No additional patient or event information was available. A replacement pump was sent to the customer.